Manufacturer narrative:
Correction: upon review the low voltage lead manufacturer report 2017865-2025-91416 should not have been submitted as medical device report (MDR) as the new information received that the lead was capped due to the physician elected to downgrade the device from bi-ventricular to dual chamber rendering the lv lead obsolete.

Event description:
It was reported the left ventricle (lv) lead had unknown malfunction. The lv lead was capped and replaced on (B)(6) 2025. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the event was discovered in clinic and patient had no consequences.